Event description:
It was reported that the patient experienced hearing loss after a mr exam.

Manufacturer narrative:
Attempts are currently being made by ge to obtain additional information related to the incident from the site. No additional information have been obtained at this time. Should information become available, a supplemental report will be submitted. The system is designed to comply with iec and osha standards for acoustic limits. The system's operator manual provides the user information regarding the system's acoustic levels as well as instruction of using adequate hearing protection.